Manufacturer narrative:
An event of patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. The provided imaging was reviewed by an abbott clinical engineering manager. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received, a root cause of the reported patient device interaction problem with residual shunt could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant. The occluder was implanted. On (B)(6) upon reviewing computed tomography (CT) imaging, it was suspected that there was a 5mm leak past the lobe. The patient was scheduled for a contrast injection to confirm the leak on (B)(6) 2025.

Manufacturer narrative:
An event of patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. The provided imaging was reviewed by an abbott clinical engineering manager. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received, a root cause of the reported patient device interaction problem with residual shunt could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.